Event description:
It was reported that during the procedure the handle of the access cannula separated from the needle which left the cannula in the patient. However, the cannula was successfully removed. A scan was performed to ensure no device material remained in the patient. The procedure was completed successfully without a clinically significant delay and no additional medical intervention was required.

Event description:
It was reported that during the procedure the handle of the access cannula separated from the needle which left the cannula in the patient. However, the cannula was successfully removed. A scan was performed to ensure no device material remained in the patient. The procedure was completed successfully without a clinically significant delay and no additional medical intervention was required.